Event description:
Pt reported that device has given their extra insulin (unintended boluses), and pt has experienced low blood glucose levels (40's and 50's mg/dl.) As a result. Pt self-treated by ingesting glucose tablets.